Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lobectomy, the device only fired to the 1 cm line. To finish the stapling they used a another stapler. There was no injury for the patient, no bleeding, no need to use reinforcement material.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two (2) devices opened by the account without the appropriate blister package. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of each reload noted that both were partially fired. Staple pushers were visible at the 5 cm cut line on both reloads, indicating the point where the handle compression had stopped on each. The anvil clamping mechanism of each reload was deformed. The articulation flag was bent on reload 2. Each reload was loaded into a post market vigilance instrument for functional testing. The interlocks were overridden and each reload was loaded into a pmv representative instrument and applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented each reload from cycling again. Based on the product analysis, the failure was confirmed to be attributed to the reported event. Replication of the deformed anvil clamping mechanism may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Replication of the bent articulation flag can occur if the loading unit is forcefully rotated while only partially inserted into the instrument shaft or if trying to remove loading unit without articulation lever being in neutral position. The file will be closed as misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. Based on the product analysis, the failure was confirmed to be attributed to the reported event